Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in the surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify -during use on the patient h3 investigation summary testing of actual/suspected device: the product was returned to ethicon for evaluation. One used suture and one needle were received for analysis. Product code vcp493. The swage and attachment area were noted as expected during the visual inspection of needle. The barrel hole of needle was examined under magnification and remnant suture was noted. The suture was examined, and the end was observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Additionally, a photo was provided showing one detached needle and one used suture inside the plastic bag. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Further investigation has been initiated and recorded under non-conformance CAPA-014154. H3 investigation summary testing of device from same lot/batch returned from user : the product was returned to ethicon for evaluation. Four unopened samples were received for analysis. The product code is vcp493h. Upon visual inspection of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without any problems. The sutures were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, the four samples were submitted to flex test and did not meet the requirements due to improper tipping, as the sutures were breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Further investigation has been initiated and recorded under non-conformance CAPA-014154. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.